Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: unknown); product type: 0195-heart valves; implant date na ; explant date na product ID l-evolutfx9-34 (lot: unknown); product type: 0195-heart valves; implant date na ; explant date na medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Image review: intra procedural fluoroscopic images were provided for review of the event. The patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was performed and a misload was clearly visible by bent outflow crown and overlap beyond node 4. Overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. A new fluoroscopic valve load inspection was performed; however, a misload was present by overlap beyond node 4. There is no evidence of a good load prior to valve implantation. A pre-implant balloon aortic valvuloplasty (bav) was performed. During valve deployment, an infold was visible. Evidence supports that the infolded valve was recaptured and removed. Subsequently, a new fluoroscopic valve load inspection was performed, and another misload was present by overlap beyond node 4 which resulted in another infold during deployment. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. The valve was released with the infold and a po st-implant dilatation was warranted. A post-implant dilatation was performed with successful resolution of the infold. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of this transcatheter bioprosthetic valve, the valve was loaded and a misload was identified with an infold beyond node 4. The delivery catheter system (dcs) was not used and a new system was used. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.